Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1m0v2, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 11-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. The patient experienced uncontrollable laughter and crying due to poorly positioned right deep brain stimulation (dbs) lead. The issue occurred with ins load above 2.4 mah which ceased after reducing such load. The ventral and medial position of dbs was verified. The event occurred post-procedure. Interventions included hospitalization starting (B)(6) 2019 and ending (B)(6) 2019, device interrogation, reprogramming, and other surgical procedure/system modification to reposition the right cerebral hemisphere lead. Diagnostic methods were not collected. Etiology was considered causally related to study procedure of right implant, causally related to right lead, and causally related to programming/stimulation. The outcome was recovered/resolved as of (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating no system read was performed from (B)(6)2019 to (B)(6) 2019 due to service routine. New implanted lead was placed and the activation of this electrode was carried out on (B)(6) 2019.